Event description:
During surgery, the instrument began to lose conductivity. It would not cut or coagulate. The ground dispersive pad was changed, and the monopolar cable was changed, both without fixing the problem. Then the surgeon noticed that the instrument began to break apart. The surgery was paused and the instrument was replaced. The patient was inspected for signs of injury, and there were no signs of injury. The surgery was completed with another instrument.